Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the presence of an abnormal aspect was observed on the pre-blood pump (pbp) line. The reported condition was verified. However, due to the nature of the provided sample, it is not possible to define the nature of the particulate; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified foreign particulate was observed in the tubing of a prismaflex m150 set c. The event occurred prior to patient use. There was no patient involvement. No additional information is available.